Event description:
It was reported that there was a revision hip surgery because of hip trauma.

Manufacturer narrative:
Additional devices listed in this report: cat # 1236-2-848, lot # 37601601, description: restoration adm x3 ins 28/48; cat # 18-2800, lot # 35788801, description: delta c-taper head 28mm +0; cat # 626-00-42e, lot # 38211701, description: modular dual mobility insert; cat # 2030-6525-1, lot # mkttmv, description: 6.5 cancellous bone screw 25mm; cat # 2030-6516-1, lot # mkr399, description: 6.5 cancellous bone screw 16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a trident shell was reported. The event was not confirmed. A material analysis indicated: bone cement and bony material were observed on the roughened proximal surface [¿] cup loosening can place high stresses on fixation screws. Device history review: records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a revision hip surgery because of hip trauma.